Event description:
The customer observed unexpected vitros phenytoin (phyt) results predicted from two different patient samples collected from 2 separate patients processed on a vitros 250 chemistry system. Patient 1: 12.5 and 17.1 ¿g/ml; the expected result for the sample was not determined. Patient 2: 23.3, 29.6 and 23.2 ¿g/ml; the expected result for the sample was not determined. When comparing the highest and lowest results obtained from each patient sample, the magnitude of bias observed breaches vitros phyt numeric phs criteria, and biased patient results of the direction and magnitude observed may lead to inappropriate physician action. None of the vitros phyt results for either patient were reported from the laboratory and there was no allegation of patient harm. This report is number two of two MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that unexpected vitros phyt results were obtained from two different patient samples collected from two separate patients processed on a vitros 250 chemistry system. The investigation was unable to determine a definitive assignable cause. An instrument issue or a reagent issue with vitros phyt lot 2612-0140-6445 cannot be ruled out as potential contributing factors. A definitive root cause for the event could not be determined.